Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an inappropriate alert for non-sustained lead noise was received via remote transmission. Recommended programming changes have not been made, no further alerts have been received.